Manufacturer narrative:
In the evaluation of omsc the following was confirmed; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The subject device has exceeded the service life. The exact cause of water leakage and the water leakage area dirt could not be conclusively determined, however there is possibility that the reported event was caused by aging. And there is possibility that the reported phenomenon that the endoscopic image defect was caused by water leakage to the main body and camera cable or disconnection of the camera cable. If additional information becomes available, this report will be supplemented.

Event description:
The camera head of the subject device was water leakage and the water leakage area was dirty. And the endoscopic image of the subject device was defective. There was no report of patient injury associated with this event.